Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received information alleging a thermal event to a dreamstation CPAP device. The user alleges the device will not turn on/device not functioning, the machine is making a loud noise and is ineffective, the device is giving too much pressure, and the device/power cord or supply caught fire. There was no report of patient harm or injury. There was no report of medical intervention. The patient reported using an ozone-based disinfection device. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device has been returned, following fields has been updated in this report. In box d: device available for eval?, date returned to mfg has been updated. Section h6 has been updated.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a thermal event to a dreamstation CPAP device. The user alleges the device will not turn on/device not functioning, the machine is making a loud noise and is ineffective, the device is giving too much pressure, and the device/power cord or supply caught fire. There was no report of patient harm or injury. There was no report of medical intervention. The patient reported using an ozone-based disinfection device. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.